Event description:
It was reported an animal underwent an unknown veterinary procedure in (B)(6) 2025 and suture was used. During the procedure, vet use problem: rupture of 4 monocryl plus mcp422h (same batch) during knot tightening. During cat oophorectomy, the veterinarian uses monocryl plus for ovarian pedicle ligation, muscle wall overspraying and intradermal overspraying. Cats do not wear a bandage or collar post-operatively. When the veterinarian tightens her ligation knot, the monocryl plus breaks on the side of the little head, without exerting excessive tension and using the usual surgical equipment. This may have occurred several times during the same surgery. The veterinarian reports this defect on 4 monocryl plus. There was no impact on cats. The veterinarian has been using monocryl plus for 5 years and this is the first time she has encountered suture ruptures. She suspects a defect with the batch of monocryl plus sutures. No adverse patient consequences were reported. No further information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI.